Manufacturer narrative:
Continuation of concomitant prodcts: product ID: 37092, product type: accessory. Product ID: 37791, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that he was seeing poor communication today when trying to connect to his ins. They connected with the insr and reported their ins was charging the first 1/4. Pss reviewed that he needs to charge his ins. A replacement programmer antenna was sent. The patient called back in on (B)(6) 2018 and noted that patient's stimulation was set to 1.8v but they "started to get lit up like crazy". Patient services asked the patient to clarify and they stated they were "getting electrocuted like crazy". They confirmed he was able to turn stim down and issue is now resolved. Patient called back on (B)(6) 2018 stating that when they spoke with patient services yesterday they meant they needed the recharger antenna replaced, and not the programmer (pp) antenna. The patient stated there was a mix up and the issue was with insr poor coupling and not pp antenna connecting to pp. They stated recently their ins was not charging ins properly because patient did not get the black coupling boxes on the bottom. They stated the patient needed the whole insr replaced. It was reviewed they would send a request for the insr antenna to be sent. The patient stated they will be meeting with rep on friday in their doctor's office. No further allegations/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) 2018 crts (B)(4) (con): additional information was received from the patient. Patient called to respond to follow-up questions. It was reported that patient felt the electric shocks because stimulation was set too high and he was able to resolve it with the new device that was sent to him and felt relief once he was able to adjust the stimulation. Patient reported therapy was working fine.